Event description:
According to the report "during procedure, while firing gia, there was a clicking sound and when removing the gia from trocar site, it was noted that the tip was not secure and when removing the re-load, pieces of gia fell out". No reported harm to the pt.